Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up, high out of range pace impedance measurements and thresholds were exhibited. An x-ray image confirmed the lead had not dislocated. The physician elected to surgically intervene and replaced the non functional product. The lead was removed and returned for analysis. Another lead was implanted without reported complications.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, high out of range pace impedance measurements and thresholds were exhibited. An x-ray image confirmed the lead had not dislocated. The physician elected to surgically intervene and replaced the non functional product. The lead was removed and is expected to be returned for analysis. Another lead was implanted without reported complications.